Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury and pain.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).